Event description:
A (B)(6), male, pt's husband, contacted zoll customer support to report service codes 37 (multiple abnormal shutdowns) and 100 (program image corrupt). The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (service codes 37) has been confirmed. As received, the monitor was fully functional. Upon eval, however, the software was found to be corrupt. The cause of the service codes 37 (abnormal shutdowns) and 100 (program image corrupt) is the corrupt software. The root cause of the corrupt software could not be positively identified. No adverse event resulted from the corrupt software. The pt received a replacement monitor.